Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock. Lead noise was seen via egms. Further testing was recommended. No further information is available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.7-7.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 12.8-15.2cm from the distal tip. Internal insulation abrasion was noted at 17.3-17.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 21.3-22.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 15.2-16.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The inner coil was exposed at this location. Internal insulation abrasion under the rv shock coil was noted at 4.2-6.4cm and 5.9-7.4cm from the distal tip. The etfe coating was abraded at these locations. Internal insulation abrasion under the svc shock coil was noted at 27.5-28.3cm and 27.5-28.2cm from the distal tip. The inner coil was exposed at these locations. The inner coil exposure and abraded etfe coating were consistent with the field observations of noise and inappropriate therapy delivery.

Event description:
New information received notes that lead was explanted without complication. It was also noted that the lead was damaged upon explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.